Event description:
It was reported that between october and november 2025, the specific date could not be recalled, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 23 mg/dl; cause was not known. Customer was treated with glucose to address the bg. Customer was discharged from the ICU four days later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.